Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch:7135312.

Event description:
It was reported that the patient underwent stage I deep brain stimulation (dbs) implantation and developed altered mental status several days post-procedure and was subsequently admitted to the hospital for observation. The physician's assessment was that transient confusion can occur following dbs lead placement. The patient was treated with steroids, which led to a return to baseline mental status. The dbs leads remain implanted. The patient was discharged and is doing fine now.